Event description:
The pin and post separated from the stem broach. The surgeon was unable to extract broach from femoral canal. The surgeon reasssembled the post to broach and then replaced the pin. The extractor was then attached to the broach and the broach was successfully removed from the femur. There was no adverse consequence to the pt due to this event.